Event description:
The device (part number cev525) was returned to (B)(4).

Manufacturer narrative:
The device (part number cev525) was evaluated and indicated that the instrument sheathing was damaged. The branches were slightly bent and the ratchet was slightly blunt. The sheathing and the branches were very likely damaged after collisions. The ratchet was blunt after use (normal wear). (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's (B)(4) facility in (B)(4). This review was conducted to resolve several issues discovered in the (B)(4) complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).